Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The lot number provided could not be verified; therefore, further investigation cannot be performed. Original awareness date is (B)(6) 2011.

Event description:
It was reported that during an open reduction internal fixation femur procedure, the surgeon put the clamp on the femur and the jaw of the clamp broke. Another instrument tray was opened and a different clamp was used. There was no harm to the patient. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for an evaluation and, as received, was in two parts with one jaw broken at the base near the attachment point. There was no corrosion at the etching or at any attachment points. Examination of the fracture surface with a stereomicroscope showed 10-15 percent of the total fracture area with oxidation and possibly rust. The balance of the fracture surface was clean. The oxidized area was at the fracture initiation point. (B)(4). No part print was available. While there are no documents available to determine if this part was made from the correct material, the materials of construction are consistent with current designs. The general craftsmanship of this part is acceptable. Lack of corrosion at the laser marks and attachment points indicates adequate finish processing of the product. The presence of an oxidized section at the point of fracture initiation indicates that a crack was pre-existing during processes that can cause oxidation, such as steam sterilization or heat treatment. Based on the age of this part, a crack present in the part from initial heat treatment is not probable. It is more likely that this crack occurred from repeated use. A product development evaluation indicated that lot 399.05 was replaced by lot 399.051 in 1995. There is no lot number to determine exact age of this product. This complaint is indeterminate since it is impossible to determine if the cause of failure is from intentional misuse, product damage, or exceeding the reasonable product life expectancy.